Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has recently recorded three atrial fibrillation (af) episodes. Upon review by boston scientific technical services (ts), it was confirmed that these episodes were due to over-sensed non-physiological artifacts with a wandering baseline. Ts provided recommendations for assessing the s-ICD system integrity to exclude reproducible artifacts and close monitoring was suggested. Recently, further remote monitoring revealed non-physiological noise and the physician suspected that it was the result of an electrode pre-fracture. The physician elected to deactivate device therapy and subsequently explanted and replaced the system to resolve the event. No additional adverse patient effects were reported. The s-ICD system is currently retained at the healthcare facility.